Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator, 2007-(B)(6), 5076 implantable pacing lead, 2007-(B)(6). (B)(4).